Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the fatigued, dyspneic patient presented for follow-up in-clinic. Loss of capture and dislodgement were noted on the left ventricular lead. X-ray imaging confirmed lead dislodgement. Programming modifications were performed successfully. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that on (B)(6) 2018 the patient presented to the operating room for a left ventricular lead revision procedure. During the procedure, it was observed that the left ventricular lead was entangled with the right atrial lead. Dislodgement was also noted on the right atrial lead. The left ventricular lead was not able to be repositioned. Both leads were explanted. The right atrial lead was replaced successfully. The patient¿s condition was stable.

Manufacturer narrative:
Correction: the previously reported event description erroneously did not capture patient symptom of atrial fibrillation; the description should include atrial fibrillation in the narrative. (B)(4).

Event description:
New information received notes that on march 16th, 2018 the patient presented to the operating room for a left ventricular lead revision procedure; it was noted that the patient had experienced atrial fibrillation. During the procedure, it was observed that the left ventricular lead was entangled with the right atrial lead. Dislodgement was also noted on the right atrial lead. The left ventricular lead was not able to be repositioned. Both leads were explanted. The right atrial lead was replaced successfully. The patient¿s condition was stable.